Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the lock was worn and the rear housing was damaged on the upper left edge. A review of the event history log identified high pressure and no disposable messages. During functional testing the reported issue was unable to be duplicated. The pump was found to be operating properly and passed all tests. The root cause of the issue could not be determined. No further action was taken.

Event description:
The pump alarmed "no disposable" a few hours after connecting cassette to pump (pump was started at 7:30 am and alarmed at 1pm). Use of another pump and issue resolved.